Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had intermittent power. Reportedly, there was a crack in the battery compartment observed. No moisture in the pump was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: during investigation, the battery compartment was observed to have multiple cracks and the battery canister was dented, preventing the battery from being inserted into the battery canister. Therefore, the pump was unable to be investigated for the alleged intermittent power issue. The alleged damage was confirmed, however, the pump was received in a condition that prevented the investigation of the power complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.